Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. Additional information has been requested. A supplemental report will be sent upon receiving this information.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) will not turn on. The customer replaced the power supply and the display controller printer circuit board because it was charred. But the unit is still blowing fuse. There was no patient involvement and no adverse event was reported. It is unknown under what circumstances this event occurred.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and found the grommet for the wire harness at the compressor was missing, causing wire chafing and a direct short to the chassis ground. The missing grommet or grommet remains were not located in the cavity of the unit or within the compressor assembly. The fse installed a new compressor but the iabp unit would not boot up. To get the unit to boot up, the fse installed a power supply and display/keyboard controller that was purchased by the customer. The fse replaced the motor control board with a part from trunk stock. The unit was now able boot up, however problems still occurred. The fse discovered that when the power supply switch was in the ¿on¿ position and then the unit power switch was turned to ¿on¿, the unit would not start. The fse was unable to resolve the issue so the matter was escalated to another fse. An additional fse was dispatched and found that the unit had a short in the power supply causing the bulk power to be on when turned off. The fse replaced the keyboard controller, the power supply and the main board. The iabp unit passed all functional and safety tests per factory specifications; and was returned to customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) will not turn on. The customer replaced the power supply and the display controller printer circuit board because it was charred. But the unit is still blowing fuse. There was no patient involvement and no adverse event was reported. It is unknown under what circumstances this event occurred.